Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed - an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 176mg/dl at the time of the incident. The customer stated that the drive support cap was protruded/loose/sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with constant pump error alarm during rewinding due to corroded motor home switch. Unable to verify pump error alarm due to pump error alarm. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm. Unit was received with scratched case and minor scratched lcd window.